Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons were less responsive, must hit multiple times. The customer blood glucose level was unknown. Customer declined troubleshooting. Customer states chipping near battery cap, clip did not stay clipped and insulin pump had random no delivery alarms. The device will not be returned for analysis.

Manufacturer narrative:
The information given was incorrect with the initial report. The correct information has been provided with this report.